Event description:
Adverse reaction to the adhesive over tape from medtronic's 670g cgm the guardian. When I removed after the allotted 7 day period, the skin on the left hand side peeled off with the adhesive and has left blisters and a chemical burn on my skin as well as bruising, soreness, and skin irritation. FDA safety report ID# (B)(4).